Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the infusion clamp m25 has been found experiencing 10 occurrences of missing label information before use. The following has been provided by the initial reporter: it was reported that expiration date is missing from label. Per customer complaint: I have a question about the phaseal infusion clamp (m25) ref 515403. Is it supposed to have an expiration date on the packaging? I have two different labels where it looks like one expired 08-2017 and the other doesn¿t have any date listed.

Event description:
It has been reported that the infusion clamp m25 has been found experiencing 10 occurrences of missing label information before use. The following has been provided by the initial reporter: it was reported that expiration date is missing from label. Per customer complaint: I have a question about the phaseal infusion clamp (m25) ref 515403. Is it supposed to have an expiration date on the packaging? I have two different labels where it looks like one expired 08-2017 and the other doesn¿t have any date listed.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for evaluation. The final product for lot 0003172 is manufactured at a supplier site. We notified the supplier of the reported issue and provided the photo for evaluation. Upon visual inspection, two shipping labels were observed without the expiration date. Based on their investigation it was determined the root cause of this incident was personnel, not verifying the proper information was printed before attaching the label. All labels will be inspected for complete content before placing the label on the packaging. The batch was manufactured by carmel pharma ab between 2012 and 2013 then moved to nolato hertila. Nevertheless, nolato group divests their business of nolato hertila to essentra plc. Therefore, the current supplier of 515403 is essentra components. The scar sc-076-19 has been created against the current supplier of m25 515403.